Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-02026. The pt (B)(6) received two ipgs on (B)(6) 2009 for cluneal nerve, back and leg pain. It was reported the pt complained of being unable to turn stimulation off. It was reported the pt had mixed up her programmers and corrupted the programs. The pt allegedly reported she could still feel stimulation after her programs were deleted from the right-sided ipg which covered her cluneal leads. Reprogramming efforts were unsuccessful at resolving the issue. The physician took the pt to surgery on (B)(6) 2012. During the procedure, the physician disconnected the ipg from the pt's leads and the pt still reported feeling stimulation. It was reported when the physician tried to remove one of the leads and pull it out of the ipg port, the lead caught and the end electrode remained positioned in the ipg. The ipg was explanted and the lead was left implanted. No further pt complications were reported.